Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device stopped working and not powering on. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: pil was unable to power on device, noted thermal odor when ac power applied. The error log was unavailable and care orchestrator data was also unavailable due to the thermal damage of the pca. Pil then disassembled the device and found the thermal damage on the pca, ui panel and the iso port due to water ingress on the pca. This is a known issue investigated under CAPA 1299367. Pil concluded that thermal issue caused the device to shut down. Risk tags (ER 2233162, rev 8) associated with these modes of failure could include: fire02, fire04. The results of this investigation do not impact the calculated risks.

Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.